Event description:
A report was received that a patient's battery was depleting too quickly. The bsn representative analyzed the battery profile and confirmed that the ipg was exhibiting premature battery depletion.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. Additional testing revealed that the complaint of difficulty charging the ipg had been confirmed. The analog ic (aic-u1) was damaged. The battery depletion rate exceeded the typical battery depletion rate. The aic-u1 damage resulted in the rapid battery depletion rate of the ipg. It could not be determined when the aic damage occurred. Monopolar electrocautery is a known source of high-voltage transient signal that can damage the aic-u1. Current labeling warns against the use of monopolar electrocautery (refer to physician's implant manual (B)(4)).

Event description:
A report was received that a patient's battery was depleting too quickly. The bsn representative analyzed the battery profile and confirmed that the ipg was exhibiting premature battery depletion.